Event description:
It was reported via repair work order that a piece on the release bar is broken which could affect the units stability. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was reported that the release bar is broken, it was found during investigation to be the lock bar struts that were broken.

Event description:
It was reported via repair work order that a piece on the release bar is broken which could affect the units stability. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.